Event description:
Customer reported a secondary of zofran infused faster than expected. Customer report stated "hung the zofran as a piggyback at 1752. Around 1800, the pump was beeping "air". I opened the door, "flicked" the bubbles upward, closed the door, restarted the pump. All at once the zofran started burning in. I had to clamp the secondary tubing to slow it down. The infusion was finished shortly after the pump said it still had 40 ml to infuse." Additional info received: med/fluid initial volume: 60ml. Time infusion started: 1752. Intended programming including rate: 200ml/hr. Zofran-secondary; ns-primary. Customer stated that they did follow the standard work and had another person come and look at the setup-everything was setup properly. The primary bag was lowered on a hanger. The secondary bag was connected to the y-site above the pump. There was no pt harm reported and no medical intervention was required. Although requested, additional pt and event info not provided by the user.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.